Event description:
It was reported that this lead exhibited noise. This lead was surgically explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this lead exhibited noise. This lead was surgically explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The report is being filed, to supplement a more detailed information of the product involved. Correction report was created to capture updates on d tab: d1 brand name and d4 lot number. This event was previously reported. Please reference report #2124215-2023-41195 for the initial report.